Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. During preparation it was noted that a promus element plus,mr 3.00x28mm stent strut was lifted. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The distal stent strut was both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. During preparation it was noted that a promus element plus,mr 3.00x28mm stent strut was lifted. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).